Event description:
Caller reported that both the tandem charging cable and wall adapter were damaged. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to continue troubleshooting, and despite two follow-up attempts by technical support, no response was received, leading to the closure of the case.